Event description:
It was initially reported that during a da vinci-assisted gastric bypass procedure, bleeding occurred and as a result, the surgical staff elected to convert to open surgery. The intuitive surgical, inc. (Isi) clinical sales representative (csr) and robotics coordinator had stated that there were no issues with the robot. Arm #4 had a tip-up fenestrated grasper instrument installed which was used to hold a vessel prior to converting to open surgery. The surgical staff was able to convert successfully. On 19-jun-2020, the csr was contacted and the following additional information was obtained about the complaint: the patient had undergone 3 previous unspecified surgeries. Prior to undergoing the da vinci-assisted surgical procedure, the surgeon was aware that the patient had numerous adhesions and the case would be difficult. Per the csr, the surgeon "got into a vessel," while dissecting adhesions. It is unknown what instrument was being used when the vessel injury occurred. The surgeon agreed that the injury to a branch of a splenic vessel occurred as a result of surgeon error and difficult anatomy. The case was converted to open surgery to control the bleeding. The surgical procedure was completed via open surgery and no post-operative complications have been reported.

Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication cannot be determined. However, based on follow-up information obtained, possible causes of the vessel injury can be attributed to use error and difficult anatomy. The surgical procedure was completed via open surgery and no post-operative complications have been reported. There was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. A review of the site's system logs for the reported procedure date was conducted by an isi senior failure analysis engineer. The investigation revealed there were no related system errors to have occurred during the ion lung biopsy procedure that would have likely caused or contributed to the reported complaint. This complaint is being reported due to the following conclusion: during a da vinci-assisted gastric bypass procedure, a vessel was injured while the surgeon was dissecting adhesions. The surgeon then elected to convert the procedure to open surgery in order to control bleeding that occurred. The cause of the intra-operative complication is unknown although use error and difficult anatomy were possible factors. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. The missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.